Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
2nd dislocation. The orthopaedist, doctor, was reviewed on (B)(6) 2014 and the iconographic control was satisfactory. It is noted that at that time the patient was wearing two total hip prostheses. They were two different types of prostheses with on the right a stem longer than the left. The orientations of the pieces were correct. The prostheses were not cemented. There was no continuity or loosening. On the left there was a moderate zone of osteolysis at the bottom of the acetabulum. On (B)(6) 2015 the control radiographs were almost superimposable. On (B)(6) 2018, x-rays of the lumbar spine were combined with x-rays of the pelvis, hips and right shoulder. Some of them are retained at the level of the spine: a left convex scoliotic inflection with stepped discarthrosis lesions and stepped overload of the posterior joints. A net settlement of l5 with a highly evolved pinch l5-s1. Osteoarthritis is important reducing the oval foramens significantly on the last three foramens. On the pelvis photographs, there is an area of osteolysis at the bottom of the left acetabulum. The tail remains centred in the shaft. A second episode of left pth dislocation occurred on (B)(6) 2018. Stated that this second dislocation occurred while he was in his car and leaning forward on his right side. The radiological images show the same type of anterolateral dislocation. The operation was performed the same day and he was not discharged until the following day, i.e. Hospitalisation from (B)(6) 2018.

Event description:
2nd dislocation the orthopaedist, doctor, was reviewed on 05/09/2014 and the iconographic control was satisfactory. It is noted that at that time the patient was wearing two total hip prostheses. They were two different types of prostheses with on the right a stem longer than the left. The orientations of the pieces were correct. The prostheses were not cemented. There was no continuity or loosening. On the left there was a moderate zone of osteolysis at the bottom of the acetabulum. On (B)(6) 2015 the control radiographs were almost superimposable. On (B)(6) 2018, x-rays of the lumbar spine were combined with x-rays of the pelvis, hips and right shoulder. Some of them are retained at the level of the spine: a left convex scoliotic inflection with stepped discarthrosis lesions and stepped overload of the posterior joints. A net settlement of l5 with a highly evolved pinch l5-s1. Osteoarthritis is important reducing the oval foramens significantly on the last three foramens. On the pelvis photographs, there is an area of osteolysis at the bottom of the left acetabulum. The tail remains centred in the shaft. A second episode of left pth dislocation occurred on (B)(6) 2018. Stated that this second dislocation occurred while he was in his car and leaning forward on his right side. The radiological images show the same type of anterolateral dislocation. The operation was performed the same day and he was not discharged until the following day, i.e. Hospitalisation (B)(6) 2018.

Manufacturer narrative:
Reported event: an event regarding altr involving an abgii modular neck was reported. The event was not confirmed. Method & results: -device evaluation and results: device evaluation was not performed as device remains implanted. -device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. -complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. -clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: translated summary of events related to left hip: "... 6/28/2012 stryker initiated recall ... Abg ii modular ... Notified surgeons ... Screening test ... Metal ions ... " translated revision op note :" ... Remove modular neck... Which presents ... Significant signs of corrosion ... Excise ... Pseudo tumor tissue ... Blackish ... Remove stem with osteotomes ... Acetabular reconstruction with a double acetabulum ..." Components changed to revision components by corin. No clinical or pmh, no primary tha op report, no imaging studies, no lab or surgical pathology reports, no baseline values for cobalt levels, no examination of explanted components. Based upon the translated summary of the medical history of this case involving the left hip, and the absence imaging studies, pathology reports and examination of explanted components, confirmation of the event descriptions or preparation of a medical report is not possible for this case. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pseudotumoral mass is considered to be under the scope of this recall. No further investigation is required.